Manufacturer narrative:
No pump error alarm noted during testing, however noted in trace download analysis due to moisture damage. Unit passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a insulin pump error alarm and motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed displacement and self test and the both tests was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.